Event description:
Patient taken to or to retrieve the end of a codman icp monitor that had sheared off on an attempt to remove it in the ICU. On inspection, it appeared that the end of the probe, which is a bit flanged, was caught on the inner table of the bone. Possible design issue, the flanged nature of the tip of the probe caused this issue. There was no patient harm; however patient was hospitalized for an additional day, and taken to the or.